Event description:
Pacer failed to capture. Pt coded and sent to the operating room to rule out tamponade. 1100cc's pleural effusion drained. No tamponade. Rep reprogrammed pacer to rate of 85, 100% av paced, 100% capture. Pacer inserted on previous admission.